Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via sems-07008709 that an ar-9241-03 glenoid inserter/impactor augmented vault lock inserter broke. This was discovered during the case. Another device was used to complete the case with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed by the attached picture, which shows the impactor head broken off from the impactor base. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to wear and tear due to repeated use during the insertion and/or removal process of the device in the field. Manufactured date 2021.